Manufacturer narrative:
(B)(4).

Event description:
It was reported that a period of no data occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A review of the downloaded share log was performed, and loss of connection for over three hours occurred within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of no data is reportable based on the finding of a loss of connection for over three hours. No injury or medical intervention was reported.